Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "pacer fault 115", and "pacer disabled" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported was observed and attributed to pacer/defib (pd) engine board. During evaluation of the pd engine board, the root cause was traced to faulty capacitor. Therefore, the pd engine board was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.